Event description:
Boston scientific received information that this patient fell on his left side and was experiencing chest wall and abdominal pain. The patient reported he was unsure if he became syncopal or his leg gave way underneath him. Attempts were made at gathering additional information but were unsuccessful. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.